Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons hard to press and multiple times rewind button. Customer's blood glucose level was unknown. Customer states insulin pump rejects new battery and failed battery alert. Customer also reports insulin pump motor was sluggish and make noise during grinding. The insulin pump will not be returned for analysis.